Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who had been receiving morphine 20mg/ml, currently at minimum rate via an implantable pump. The indications for use were non-malignant pain, failed back surgery syndrome, and lumbar radiculopathy. An empty pump was reported. It was unknown if the patient had missed a refill. The reporter was able to pull up the empty alarm date from the pump logs (B)(6) 2015. Per the reporter the patient had started progressing in other comorbidities and was currently in hospice. The company representative stated they planned on clearing the alarm now and would most likely permanently shut the pump off. The reporter needed assistance to silence the alarm. The reporter had put 2ml in reservoir volume and 1 ml in the low reservoir alarm volume. It was reviewed that the pump would still alarm once ti reached 1ml so they should consider bringing the patient back to address the empty pump. There were no patient symptoms reported and there were no complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial#: (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported as of (B)(6) 2017 they had not yet been given the order to turn off the pump yet. They just silenced the alarms at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause for the pump being empty was that the patient no longer used the pump for pain management. No further complications were reported/anticipated.